Event description:
It was reported that during the replacement of the device (B)(4), there was oversensing, high thresholds, and high impedance. It was suspected that there was a set screw problem. None of the three devices were implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.